Manufacturer narrative:
Follow-up #1: date of submission 01/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to battery compartment leak. The pump was opened and there was no moisture found. The battery cap threads were stripped and the cap was unable to fit to the returned pump or a test pump. A test cap was used and was able to fit for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.